Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that plunger separation occurred with a syringe 10ml short pr saline 10ml fill. The following information was provided by the initial reporter, "the plunger separated from the syringe. Event description per attached customer's complaint form states, "my team is telling me that the replacement ns prefilled syringes that we have available to purchase-the plugger has came away from the syringe-either ¿unscrewed¿ and actually fallen out while using. One incident was with a blood draw."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger separation occurred with a syringe 10ml short pr saline 10ml fill. The following information was provided by the initial reporter. "The plunger separated from the syringe. Event description per attached customer's complaint form states, "my team is telling me that the replacement ns prefilled syringes that we have available to purchase-the plugger has came away from the syringe-either ¿unscrewed¿ and actually fallen out while using. One incident was with a blood draw."